Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. It was noted the patient had a cataract ce/pciol in 2018. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).